Event description:
One endeavor sprint rx drug-eluting stent was implanted in the proximal lad and one endeavor sprint rx drug-eluting stent was implanted in the mid lad (MFR report #2953200-2009-00499). Patient was asymptomatic / free of symptoms at 30 day follow-up. An acute stemi is reported to have occurred approximately 6 weeks following stent implant. Patient had an onset of chest pains while dancing, an ambulance was called. Stemi thrombolysed and patient was taken to an accident and emergency department. A repeat angiography was performed due to this event. Patient was transferred to the cardiac unit for pci. A balloon pump was used. A ptca revascularization of the proximal lad was performed the next day, due to in stent restenosis. One stent from another manufacturer was implanted. Investigator has indicated that the target lesion was involved and that the event was related to the study stent. Investigator has assessed the mi as a q-wave mi. Location of infarction was anterior. Patient was taking asa and clopidogrel / ticlopidine 24 hours prior to the event. Ten days later, it is reported that the patient had an ischemic stroke. Diagnosis was based on a radiological evaluation and was confirmed by a neurologist. It is reported that several days after a pci for thrombolysed stemi, the patient developed numbness in the hand and slurred speech and confusion. CT head confirmed cerebral infarct. Patient was taking asa and ticlopidine / clopidogrel 24 hours prior to the event. Investigator has indicated that it is not assessable if event was related to the study stent. Patient condition is unknown.

Manufacturer narrative:
Evaluation results - cva/stroke, mi. - other, secondary intervention.